Event description:
It was reported that noise was noted on the atrial and ventricular channels. Lead damage suspected. The leads were capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found insulation abrasion.